Manufacturer narrative:
H6: codes no longer applicable: c21, & d16. Codes added: e0519, f1901, c070601, & d15. Investigation: a review of the manufacturing records indicated the lot met all pre-release specifications. Neither images enabling direct assessment of product performance nor the product itself, which remains implanted, were returned for evaluation. With the information provided to gore, the root cause of the reported event cannot be established.

Event description:
On 7th january 2026, gore was notified concerning an incident involving a gore® acuseal vascular graft (acuseal graft). According to the report, an acuseal prosthesis (6 mm × 40 cm) was implanted on (B)(6) 2025 (unspecified arm). On unspecified dates, the patient allegedly, experienced an occlusion. Additionally, during a second occlusion delamination of the device in the bend of the canal, was reported on (B)(6) 2025, which was treated with lysis. Due diligence has been performed but no additional information was provided.

Manufacturer narrative:
H3: device remains implanted. H6 investigation findings: c19 refers to the product history review. Cbas®heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. Product history review: a review of the manufacturing records indicated the device met pre-release specifications. Further investigation is being performed and will be included in the final report. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.